Event description:
The customer reported that this unit was beeping continuously and had an "x" on the battery icon as well as a blinking x with chirp.

Manufacturer narrative:
The customer reported that this unit was beeping continuously and has an "x" on the battery icon as well as a blinking x with chirp. The unit was evaluated by philips, and the symptom was verified. The power pca was replaced to resolve this issue.